Event description:
During dialysis treatment, patient complained of stomach pain, resulting in high pressure and ending in hemolysis. Medical intervention was required. No details were provided, no further information provided.

Manufacturer narrative:
Manufacturer investigation result on retained samples, sample not returned by user. Device disposed by user